Event description:
During refresher education to hospital staff user reported that having trouble inserting the fiber optic cable into the port on the cardiosave intra-aortic balloon pump(iabp). They stated that the cable felt difficult to insert, requiring more force than expected, and they were concerned it might break. They reported that they were ultimately able to insert the cable successfully and the system functioned without further issue. The team also reported that when the pump was placed into standby mode to reposition the catheter in the operating room, the pump transitioned from auto mode to semi-auto mode. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.